Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient came in with a screw broken inside the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One certain® gold-tite® hexed screw (iunihg), was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU), risks files and other available information. The product was not returned. The reported event was confirmed following picture evaluation. Based on the evaluation, device malfunction has occurred for the screw. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when they left zimvie. DHR review could not be performed since the lot number was unknown. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw; fracture). Functional testing could not be performed since the device was not returned. Therefore, the reported events could not be recreated. . A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the probable cause for the reported event is placement of devices in patient with patient factors incompatible with long-term osseo-integration of implant (occlusal/off axis loading) or inadequate treatment planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.